Manufacturer narrative:
Complaint conclusion: as reported, button 1 of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. There was no reported patient injury. There was no damage noted to button 1, but it could not be depressed during the procedure. The device storage temperature did not exceed 25°celsius. There were no kinks noted to the unknown sheath or device after removal. The physician achieved certification on the use of the mynx device. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was partially depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was deployed but remained mounted on the unit delivery shaft. Regarding the sealant sleeves, no abnormal conditions were observed. A non-cordis catheter sheath introducer (csi) was returned partially inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per functional analysis, a simulated deployment test could not be performed because the sealant was deployed and button 1 was received partially depressed. However, after removing the non-cordis csi, button 1 and button 2 could be fully depressed, and the balloon retracted without any issue, confirming proper function of the deployment mechanism. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be fully depressed without issue during functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, procedural/handling factors, such as the incorrect alignment of the tension indicator prior to attempting depression, are possible. It is also possible that concomitant sheath factors possibly contributed to the difficulty experienced since the sheath was received partially inserted on the device instead of fully advanced with the stopcock hooked in the sheath catch. If the sheath is not fully advanced on the device, it is possible the device mechanism could be affected as the sheath may cause excessive friction during the deployment of the sealant. However, as this condition was not reported by the customer, it is unknown if this condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ additionally, the IFU states during device insertion into the procedural sheath, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. There was no reported patient injury. There was no damage noted to button 1, but it could not be depressed during the procedure. The device storage temperature did not exceed 25°celsius. There were no kinks noted in the unknown sheath or device after removal. The physician achieved certification on the use of the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.